Event description:
Event description guidant received information on august 23, 2005, that the lead safety switch (lss) had been triggered in the ventricular channel on this pacemaker prior to it being implanted four years ago. There were no known problems with the ventricular lead. The guidant representative was not familiar with this feature. In august 2006, it was noted that the lss had been triggered in the atrial channel. The bipolar impedance measurement on this right atrial lead was greater than 2,500 ohms. In unipolar conifiguration the impedance was 380 ohms. The device was also confirmed to be near its elective replacement time (ert) indicator. As a result, the lead was programmed to unipolar configuration and the physician may revise the lead once the device is replaced. No adverse patient effects were reported.